Event description:
It was reported that the patient presented to the hospital 'some time previously" in 2009 with pain in the abdomen, "air in the abdomen", and an infection at the pump site. The pt had other co-morbidities which were not specified. The pump was explanted and the catheter was left in place. The pump pocket was infected. The pump was explanted, date unknown. The intraspinal catheter was left in place. The pt was transferred to the intensive care unit where they were monitored, treated for the infection, and treated for the unspecified baclofen withdrawal symptoms. The hcp had considered transferring the pt to another hospital to mange the withdrawal sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.